Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won¿t power up) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor had multiple components thermally damaged on the ca board and defib board. The root cause for the thermal damage was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not power on.